Event description:
Customer reported an issue with their pump displaying an incorrect time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor any future discrepancies and follow up if the issue persisted.